Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone, which may have been due to the suspected infection, leading to loosening of the humeral stem. However, this cannot be confirmed because the component was not returned for evaluation. Concomitant device(s): 320-38-10,5260321 - equinoxe reverse 38mm humeral const liner +0; 320-02-38, 5118417 - rs expanded glenosphere 38mm, +4mm offset; 320-10-00, 6119088 - equinoxe reverse tray adapter plate tray +0; 320-15-05, 6112259 - eq rev locking screw; 320-20-00, 6027501 - eq reverse torque defining screw kit.

Event description:
Approximately 13 months postop the initial right tsa, this female patient presented with a loose humeral component from a suspected infection. Patient was last known to be in stable condition following the event.